Manufacturer narrative:
The construct consisted of 4 slc polyaxial screws, 2 rods and 4 cap screws. Only 1 of the polyaxial screws was returned to the MFR for eval. All other hardware was kept by the pt. A visual inspection/eval was completed on the screw that was returned however the inspection was inconclusive.

Event description:
Pt had a 360 spinal fusion at l4/l5. Pt had grade 2 spondylolisthesis. F/u x-ray indicated that the polyaxial screw heads had slipped forward and not remained rigid. Pt had revision surgery to remove the construct. Only 1 of the 4 screws was returned to the MFR for eval. None of the rods or cap screws were returned to the MFR for eval.